Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted a surface cut in the insulation which was thought to have been induced during a procedure. The electrode passed continuity and hipot tests which were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient had received an inappropriate shock due to oversensing of low r-waves in the secondary vector. It was noted that during the initial implant procedure, there was some defibrillation threshold test issues and a high shock impedance measurement of 150 ohms was observed. The physician elected to re-tunnel the electrode during the procedure and afterwards all measurements were acceptable. The system was reprogrammed and later explanted from the patient due to an unrelated issue. No additional adverse patient effects were reported.